Manufacturer narrative:
Evaluation summary : the endeavor resolute delivery system was returned for evaluation. The stent was not returned. Crimp impressions were visible on the exposed balloon surface. There was no damage to the distal tip. (B)(4).

Event description:
It was reported that the physician was attempting to use one endeavor resolute (rx) drug eluting stent to treat a severely calcified and moderately tortuous lad lesion (16 mm) exhibiting 85% stenosis. No damage noted to the device packaging, no issues noted when removing the device from the hoop/tray. The device was removed from its packaging and inspected with no issues noted. The lesion was pre-dilated. During the procedure, resistance was encountered during delivery. It was reported that the device failed to cross the target lesion. The physician replaced the device with a non-medtronic stent and completed the procedure without further complication. No patient injury was reported. The physician commented that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The delivery system was returned without the stent . Information regarding the stent location or cause of stent disgorgement is not available. Please note that this device endeavor resolute is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.